Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacing impedance of greater than 2000 ohms in the left ventricle (lv). Also, the lead did not sense or pace. However, when the lead was tested with the pacing system analyzer (psa) and with a new device, the lead measurements were within normal range. The device was explanted and replaced with another guidant crt-d.